Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This report is being submitted to correct the date of explant date (d6b) in section d.

Event description:
It was reported that this implantable pacemaker device has triggered elective replacement indicator (eri) and revert to less than 3 months battery remaining. In addition, the patient paces very little and not long atrial tachy response (atr) events. A request was made to have data from this device analyzed. Data analysis indicated that this device exited elective replacement indicator (eri) temporarily due to a 1 microwatt increase in average power between data uploads. This small change in power results in the firmware to choose a different battery voltage to capacity (mah) mapping. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has triggered elective replacement indicator (eri) and revert to less than 3 months battery remaining. In addition, the patient paces very little and not long atrial tachy response (atr) events. A request was made to have data from this device analyzed. Data analysis indicated that this device exited elective replacement indicator (eri) temporarily due to a 1 microwatt increase in average power between data uploads. This small change in power results in the firmware to choose a different battery voltage to capacity (mah) mapping. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the date of explant date (d6b) in section d.

Event description:
It was reported that this implantable pacemaker device has triggered elective replacement indicator (eri) and revert to less than 3 months battery remaining. In addition, the patient paces very little and not long atrial tachy response (atr) events. A request was made to have data from this device analyzed. Data analysis indicated that this device exited elective replacement indicator (eri) temporarily due to a 1 microwatt increase in average power between data uploads. This small change in power results in the firmware to choose a different battery voltage to capacity (mah) mapping. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.